Manufacturer narrative:
Event site postal code: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that after 2 hours of intra-aortic balloon (iab) therapy, the console generated an iab circuit leak (gas loss) alarm repeatedly. A new iab was inserted and no alarm occurred after that. There was no reported injury or adverse event to the patient.

Manufacturer narrative:
The product was returned with the membrane completely unfolded, blood on the exterior and interior of the catheter and between the catheter and the sheath. The returned sheath was not a maquet product. The sheath was returned over the membrane with the proximal and distal ends of the membrane exposed. The sheath tubing was observed to be kinked at the sheath hub junction and 3.0cm from the junction. The inner lumen was observed to be severely kinked and possibly broken approximately 17.8cm from the iab tip. The optical fiber was observed to be broken 57.4cm from the iab tip. The pressure tubing and one-way valve were also returned. The inner lumen was found to be occluded. The occlusion was unable to be cleared. The returned non-maquet sheath was unable to be removed from over the membrane without further damaging the product due to the kinked sheath and inner lumen. Therefore, the membrane was unable to be evaluated and a leak test of the iab could not be performed. An underwater leak test of the pressure tubing was performed and no leaks were detected. The product was unable to be fully evaluated due to the returned condition of the iab. However the blood observed inside the iab most likely caused the reported problem. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #732318

Event description:
N/a.